Event description:
It was reported that a solution administration set had air bubbles in the delivery line. This occurred during infusion of an unknown drug. The device was being used with an unknown infusion pump. The air bubbles were found before the three-way connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was not received for evaluation; however, a video of the device was received. The video showed a tube which contained air bubbles. However it could not be determined that the tubing was for an access set as the video did not show the entire device. The cause of the condition could not be determined. Two retained samples were also evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The sets were primed and connected to an in-house infusion pump; simulated use testing did not reveal any issues with the retained devices. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.